Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during an unknown process of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection between the patient line of the amia automated pd cycler set and transfer set that led to this alarm. The transfer set was not replaced. Renal therapy services (rts) assisted the patient in ending therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.